Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17sep2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) replaced the defective lcd to address the reported problem. The unit successfully passed the required performance verification test. The lcd, user interface and the assy, touch screen, user intf were returned to failure investigator (fi) lab for evaluation. The burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim display. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the display is dim. The device depleted lcd (end of useful life). The device was not in use at the time of the reported event; therefore, there was no patient involvement.